Event description:
It was reported that the device was beeping in occlusion without reason. There was no patient involvement.

Manufacturer narrative:
E1: address line 2 (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing found that the pump alarms downstream occlusion (dso) immediately after starting infusion. The investigation determined the dso sensor was faulty. The dso sensor was replaced.